Manufacturer narrative:
Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 15683501, model/catalog description: linear 3-6 lead 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following the patients pocket revision procedure (MFR. Report no.: 3006630150-2014-01843), the ipg and leads were not working well. The patient underwent an explant procedure. No further information could be obtained. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04)